Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, upon interrogation the pulse generator exhibited premature elective replacement indicator, with invalid diagnostic measurements on (B)(6) 2016. The eri trigger was cleared and noted normal device function and performed a thorough follow-up noting no adverse device behavior other than the inappropriate battery measurements. The issue would be discussed with the physician, the patient was stable before, during, and after the device interrogation. No intervention had been reported.

Manufacturer narrative:
Final analysis found that the device reverted to backup mode due to low battery level and cold temperature exposure. The product code could not be downloaded. This was due to normal battery depletion. After replacing the battery, normal function ensued. The implant duration exceeded it's projected longevity, and is considered normal battery depletion.

Event description:
New information notes the device exhibited elective replacement indicator again and was now explanted and replaced on (B)(6) 2017. The patient's condition before and post procedure was good.

Manufacturer narrative:
Correction: costumer address should have been (B)(6) instead it was blank.